Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroid case while the device was hooked up to the handpiece, the white tissue pad on the instrument melted during activation. The site completed the case with a second device. No patient consequence reported.